Event description:
The reporter stated that approx 5 months ago, two rns were exposed to blood from human immunodeficiency virus positive pt. The pt was coding and the rns were disconnecting a line from the nu-site valve and blood "gushed out" from the line. According to the reporter, both rns were undergoing surveillance for exposure but no further info was available.